Event description:
The lay user / patient contacted lfs on (B)(6) 2012 alleging an apply sample message on her one touch ultra 2 meter. A medical surveillance specialist (mss) contacted the patient and obtained the following information: the patient mentioned that she was unable to test for a week. She did not have a back up meter to test her blood glucose and continued to take her diabetes medication on a regular basis. On (B)(6) 2012 at noon, the patient was resting and fell unconscious and the patient's husband was unable to wake the patient. He contacted the paramedics and did not attempt to treat the patient. When the paramedics arrived her blood glucose reading was 20 mg/dl on the paramedic's meter and she was treated with a glucagon injection. She regained consciousness shortly later and was not taken to the hospital. The patient does not recall what her blood glucose reading was prior to the paramedic's leaving. The patient has spoken to her physician after the incident and her diabetes regimen was not changed; however, her physician had asked her to start eating every 2 hours. The alleged issue was not resolved over the phone with the customer service advocate (cca) and the product was replaced. The complaint is being reported since the patient was unable to test and fell unconscious and had to be treated by paramedics for a blood glucose of 20 mg/dl.

Manufacturer narrative:
(B)(4): the meter involved with this complaint failed testing. The meter was found to have spc pin 1 lifted high.if lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.